Event description:
It was reported that during a da vinci si vesicolithotomy procedure, the surgical staff experienced non-recoverable system error code 31030. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The system logs were reviewed during the investigation conducted by the field service engineer (fse) and multiple occurrences of system error code 23 were observed along with system error code 31030. The fse concluded that system error codes 23 & 31030 were associated with a patient side manipulator (psm) setup-joint axis. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The setup-joint (suj) is a non-motorized support arm which holds a patient side manipulator (psm) during surgery. The system was repaired by replacing the affected suj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23 is reported by the software to denote communication faults in the low voltage differential signal carrying information about the psm. System error code 31030 appears when the da vinci si safety system determines that a subcomponent of the system did not successfully complete its startup process. Upon determining this condition, the system records the fault and transitions to a safe state. The suj was returned for failure analysis evaluation. Engineering was able to replicate the reported failure and observed damages on the cable harness, thus generating the system error codes experienced by the customer. As of march 10, 2011, there have been no reported recurrences of the issue at this hospital.